Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding a (B)(6) female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and complex reg pain syndrome type 1. The concomitant medications and patient history were not reported. The return paperwork reported that the pump and catheter were replaced on (B)(6) 2016, due to loss of pain relief. It was noted that the catheter removal was due to other, but no further reasoning specified. The spinal segment was left in and tied off. The event recovered without sequela. The date that the representative was first aware, the initial reporter, clarification of the lack of pain relief (pump or catheter issue), and troubleshooting remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. The pump was received the pump reservoir was empty and running in the simple continuous infusion mode. Pa dosing was once active. During (B)(4) testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. Analysis of the catheter revealed a user related hole in the catheter body. The eval code-results are related to the catheter. The eval code-results are related to the pump. The eval code-conclusion is related to the catheter. The eval code-conclusion is related to the pump. The eval code-method only related to the catheter.

Manufacturer narrative:
Final destructive analysis is complete; no new or additional anomalies were identified. Findings regarding the pump remain unchanged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.